Event description:
It was reported that per evaluation, arctic sun device will not cool due to mixing pump.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool at decon. Mixing pump was serviced during the pm process. Pm performed. Serviced circulation pump sn (B)(6). Replaced the heater lot 1848 with lot 2509, the drain valves, the manifold o-rings, the evaporator outlet tube and the double bend tube has been replaced. The control panel¿s coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per evaluation, arctic sun device will not cool due to mixing pump.